Event description:
It was reported that on (B)(6), 2011, the patient felt discomfort and stopped being able to hear. The external equipment was checked and replaced, but the patient still had no hearing sensation. An x-ray was performed and everything was normal according to the patient ci team. Testing carried out showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.